Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing piece of the shell, red particles and crease fold. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. A missing piece of the shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported exchange from textured due to concern with the product, rupture, and "adipose tissue a muscle with chronic inflammation... And calcification." Affected side is right. Device has been explanted.

Event description:
Healthcare professional reported exchange from textured due to concern with the product, rupture, and "adipose tissue a muscle with chronic inflammation... And calcification." Affected side is right. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Additional, changed, and/or corrected data: a.6., b.6., d.6b., h.6.